Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 309328, lot# b0955699k, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of the lead, model # 3093, lot # b0955699k, found the separation of the outer insulation at the butt joint, at the #0 connector sleeve. Analysis of the extension, model # 7489-10, sn (B)(4), found no significant anomalies.

Event description:
It was reported that the implantable neurostimulator (ins) was removed due to a pocket infection. However during removal, the surgeon noticed that the outer insulation of the lead was broken ¿very cleanly¿ near where the lead meets the extension barrel (where electrode #0 joins the outer lead insulation) . The surgeon determined that this was not due to flexion, as the point of separation would have been within the extension barrel. It was further stated that the break was not under the suture point of the boot. The break was thought to have been due to ¿distraction forces.¿ the patient was reportedly still receiving therapy prior to removal. The impedances were not tested prior to the procedure because it was not indicated. The lead insulation appeared to have a breach in the insulation and the surgeon elected to remove the lead as well. The surgeon felt that this was an ongoing problem with the older leads with white makers between the electrodes. It was unknown if there was any patient injury.